Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. B5 describe event or problem and d1 brand name: corrected.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device broke off in a freshly deployed stent. The tip was able to be retrieved and the patient was ok. It was further reported that the target lesion was located in the tortuous and very calcified left circumflex artery. Part of the opticross got through the hypo tube, stuck to the stent, and continued to spin and wrapped itself into a knot. When an attempt was made to remove the opticross, the tip detached inside the patient. The physician tried to snare the tip inside the guide catheter, but this did not work. A buddy wire was placed and ballooning alongside the broken tip was performed to knock it loose and then pin it inside the guide catheter. Everything was then removed together. The implanted stent did not appear to have been damaged. It was further reported that the device was an opticross 6 hd imaging catheter, and not opticross as was initially reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device broke off in a freshly deployed stent. The tip was able to be retrieved and the patient was ok. It was further reported that the target lesion was located in the tortuous and very calcified left circumflex artery. Part of the opticross got through the hypotube, stuck to the stent, and continued to spin and wrapped itself into a knot. When an attempt was made to remove the opticross, the tip detached inside the patient. The physician tried to snare the tip inside the guide catheter but this did not work. A buddy wire was placed and ballooning alongside the broken tip was performed to knock it loose and then pin it inside the guide catheter. Everything was then removed together. The implanted stent did not appear to have been damaged.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device broke off in a freshly deployed stent. The tip was able to be retrieved and the patient was ok. It was further reported that the target lesion was located in the tortuous and very calcified left circumflex artery. Part of the opticross got through the hypotube, stuck to the stent, and continued to spin and wrapped itself into a knot. When an attempt was made to remove the opticross, the tip detached inside the patient. The physician tried to snare the tip inside the guide catheter, but this did not work. A buddy wire was placed and ballooning alongside the broken tip was performed to knock it loose and then pin it inside the guide catheter. Everything was then removed together. The implanted stent did not appear to have been damaged. It was further reported that the device was an opticross 6 hd imaging catheter, and not opticross as was initially reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed the telescope assembly was kinked, the imaging window was cut, and the drive cable was broken beginning 153 cm from the distal end of the connector shaft. The cut part of the imaging window and the distal part of the imaging core were not returned for analysis. Microscopic inspection revealed the imaging window was cut and the drive cable twisted and broken. Functional testing could not be performed due to the condition of the returned device.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the device broke off in a freshly deployed stent. The tip was able to be retrieved and the patient was ok.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.